Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the us list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in united states underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 the patient reported that "she went to the doctor's office and was told that her stoma was infected. She was given oral bactrim that she took for 10 days. She reported that the stoma has improved a little but there still clear liquid oozing out, irritated, and sore. She also reports that there's skin coming out from inside of stoma. She reported that she had an x-ray around first or second week in (B)(6) 2022 and found that the peg tube stopper/bumper was buried at the back of her stomach lining. She mentioned that the peg and j tube is still working but she has a surgery scheduled on (B)(6) 2022. No further information regarding tubing surgery or tubing insertion dates.